Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Event description:
The customer reported that daughter's blood glucose reached 295 mg/dl after wearing the pod between 24 and 36 hours. Insulin history is as follows: (B)(6). The pod was deactivated and the cannula looked kinked.